Event description:
It was reported that the left ventricular (lv) lead was unable to implant due to placement difficulty. A guide wire was unable to pass beyond its distal tip for proper positioning. The lv lead was extracted and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed; analysis revealed the distal conductor was obstructed with blood. Visual analysis noted the lead was damaged at implant. (B)(4).